Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent excision of foreign body in bladder lumen and vaginal reconstruction.

Manufacturer narrative:
(B)(4). It was reported that an unknown sling was placed into patient on (B)(6) 2006. It was reported that an align bard product was implanted into patient on (B)(6) 2009. It was reported that an additional product, mesh was implanted into patient on (B)(6) 2012 due to pop, persistent sui. It was reported that the patient underwent removal of a previously placed sling on an unknown date. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent excision of foreign body in bladder lumen and vaginal reconstruction. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.